Manufacturer narrative:
Patient city: (B)(6). Patient country: israel.

Event description:
Unomedical reference number (B)(4). Event occurred in israel. On 28-may-2024, it was reported by the patient that he hospitalized due to hyperglycemia and high ketones because of bent cannula. High blood glucose level at the time of hospitalization was 1200 mg/dl and current level was 106 mg/dl. Patient was hospitalized on (B)(6) 2024 and was still in the hospital. No further information was available.